Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage to the reservoir compartment. The customer did not know the blood glucose reading. The customer did not know how the damage had occurred. She stated that pieces of the reservoir compartment were coming out, specifically from the compartment's threads. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, broken battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.